Event description:
International affiliate reports the procedure involved posterior lumbar intervertebral disc removal and fixation. Post operative x-rays revealed a metal fragment was in the body of patient. After examining the surgical instruments that were used, the surgeon found the tip of a suction tube retractor had broken off from the instrument and had fallen into the body of patient. The surgeon opened the wound and removed the broken suction tip. The procedure was extended by more than thirty minutes as a result of the need to reopen the patient. The patient is reported to be in good condition.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection found approximately ¼¿ piece of the tip broken off of the suction tube. Upon further inspection it was observed that the fractured surface was rough and non perpendicular to the axis of suction tube. No other anomalies observed on the device. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made as to the cause of suction tube breakage. However, the observed damage suggests the tip of the suction tube was subjected to an unanticipated level of stress during usage, resulting in fracture. In the absence of an observed trend or product issue, this complaint will be closed with no further action required.